Event description:
It was reported by service report that the litter surface was in an elevated position, and the lifts would not descend. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged motion interrupt pan caused the lifts to be stuck in a high height position.